Manufacturer narrative:
This investigation is currently ongoing.  Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, onxm-27/29, sn (B)(4) was implanted (B)(6) 2016 and explanted (B)(6) 2016. Additionally, on (B)(6) 2106 the patient received replacement valve onxm-31/33, sn (B)(4) and also onxae-23, sn (B)(4). No allegations have been made to onxm-31/33 or onxae-23. This investigation is relegated to the onxm-27/29, sn (B)(4) explant only.

Manufacturer narrative:
Multiple attempts were made to obtain additional information; however, all attempts were unsuccessful. The manufacturing records for the onxm-27/29 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review was performed of the available information. The onxm-27/29 sn (B)(4) was implanted (B)(6) 2016 in the mitral position of a (B)(6) male patient. The valve was explanted during a double valve replacement procedure (aortic and mitral) on (B)(6) 2016 (168 days postop) and replaced with the onxm-31/33 sn (B)(4). No other information was made available. We have no indication that the original mitral valve was underperforming in any way. Its replacement during a double valve replacement procedure suggests it may have been part of the chosen surgical solution to a larger undisclosed condition. Explantation of a mitral prosthesis is a recognized potential consequence of a complication [IFU]. In this case, however, we don't know what the complication was, and it may have had no relationship to the performance of the valve. Root cause for explantation is unknown due to unidentified reason. There is no evidence to suggest what, if any, relationship the explantation had to do with the valve. No further action needed. The following adverse events are listed in the IFU. As noted, any number of the following adverse events could lead to reoperation and explantation. Adverse events potentially associated with the use of prosthetic heart valves (in alphabetical order) include, but are not limited to: angina, cardiac arrhythmia, endocarditis, heart failure, hemolysis, hemolytic anemia, hemorrhage, myocardial infarction, prosthesis leaflet entrapment (impingement), prosthesis nonstructural dysfunction, prosthesis pannus, prosthesis perivalvular leak, prosthesis regurgitation, prosthesis structural dysfunction, prosthesis thrombosis, stroke, thromboembolism. It is possible that these complications could lead to: reoperation, explantation, permanent disability, death. Per the report, there is insufficient information available to determine the reason requiring valve replacement.

Event description:
According to initial reports, onxm-27/29 sn (B)(4) was implanted (B)(6) 2016 and explanted (B)(6) 2016. Additionally, on (B)(6) 2106 the patient received replacement valve onxm-31/33 sn (B)(4) and also onxae-23 sn (B)(4). No allegations have been made to onxm-31/33 or onxae-23. This investigation is relegated to the onxm-27/29 sn (B)(4) explant only.